Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, noise resulting in oversensing was noted on the right ventricular channel. Technical support was contacted and myopotential oversensing was suspected. The device was reprogrammed to resolve the event. There were no adverse consequences reported.

Event description:
Additional information received indicated that there were no patient consequences and will continue to be monitored.